Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to replace latch and pyxibus cable. A field service engineer replaced latch, tested rm and it immediately gave failure and then recovered immediately after, replaced the pyxibus cable. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a remote manager failure. The customer reported that the user was unable to remove the medication and there was delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.